Manufacturer narrative:
Operator of device and initial sent reporter are unknown. No information has been provided to date. Device evaluation. The device was not returned for analysis. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that travel coarse error occurred. No patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information received via email on (B)(6)2022 from customer and attached in complaint: this device did not fail during use on a patient. The device failed during annual preventative maintenance performance testing. H6: event problem and evaluation codes: updates not required. H10: investigation including root cause analysis is in progress. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.